Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic for a scheduled follow-up, far p-wave oversensing was observed on the right ventricular lead. Poor capture and sensing were also observed. It was recommended for the patient to return to the clinic so that the physician can evaluate lead position. No further information is available.